Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) reached elective replacement indicator (eri) in (B)(6) and might have reached end of service (eos) but confirmation of the ins reaching eos remained unknown. It was also reported that the patient's therapy was off, and the hcp noted that the patient may have turned it off without knowing. It is unknown when the issue began occurring.

Event description:
Follow up information received from the healthcare provider (hcp) reported that there were no patient symptoms related to the lack of therapy and device not working, and that the cause was due to elective replacement indicator "eri" batteries. The batteries were interrogated to determine the cause, and to resolve the issues it was stated that one patient "elbow wound is healed" and battery replacement to be completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.